Event description:
It was reported the lead was replaced due to high impedance and a patient alert noting noise. No patient complications were reported as a result of this event and the patient outcome was noted to be okay.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.